Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a conical abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 26-28mm and 20mm in length. The aneurysm was over 7mm. Proximal neck thrombus was noted as mild. Both iliac arteries were extremely tortuous. It was reported that during the index procedure and while the physician began to deploy the main body the patient¿s mean pressure rose above 111. After approximately 20-30 minutes the pressure lowered and the physician deployed the main body, cannulated the contra gate and extended both sides. A sentrant sheath was used to help straightening the left iliac and to assist with gate cannulation. Post-op the physician was notified by anaesthesia that the patient was not waking up. The physician checked the pulses in the left foot and noticed that the left foot was white. The physician opened both vessels in the foot and placed another manufacturer¿s catheter and minimal plaque was removed. The patient¿s foot remained white. The patient expired the following day. An autopsy was performed and it was noted that the patient died from a non-haemorrhagic stroke. The cause of the stroke is unclear; however, the physician noted that it was not device related.

Manufacturer narrative:
(B)(4).